Manufacturer narrative:
The stapler 30 curved-tip instrument was received and failure analysis found no product issues. The instrument fired successfully, and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed. The white reload was not received for investigation; the report source stated the reload remained sequestered at the hospital. The logs confirmed one firing failure, however, the failure was not replicated during in-house testing. The sheath was returned with the stapler 30 curved tip instrument and failure analysis found no damage to the sheath. Logs show the instrument was installed on the system 8 times and fired 6 reloads (5 green, followed by 1 white). On installs 1-3, and 5 and 6, clamping and firing was completed successfully. On install 4, a green reload was loaded, however no clamping or firing was performed. On install 7, the first clamp was successful, but was followed by a firing failure. The firing stopped at about 40% completion. Logs show an error code representing the partial fire. The subsequent unclamp was shown as successfully completed per the logs. The instrument was then removed and not used in the procedure again.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure using a stapler 30 curved-tip instrument, the white reload and stapler were clamped down and would not release after being deployed on the lung tissue, necessitating a conversion to open surgery. A third-party stapler was reportedly used for intervention. When inquired about the release of the jaws and the repair of any tissue, the team stated they did not recall the specifics, including if there was any bleeding that occurred. The patient successfully tolerated the transition to open surgery.

Manufacturer narrative:
Additional information: the white stapler 30 reload was returned to perform failure analysis. The stapler reload was found to have lodged staples wedged in between the reload in front of the exposed knife. A visual inspection confirmed there is a lodged staple ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. There was also cartridge damage and blade damage to the knife observed. The stapler reload was also found to have an exposed component and the knife exposed within the knife track. The knife was exposed towards the proximal end of the returned reload. The stapler reload was also found to have cartridge damage. A piece of the cartridge was found wedged in between the stapler reload, in front of the exposed knife, causing it to jam. The piece was removed from in between the reload and the shuttle was fully deployed. The knife was inspected and there was damage found. The stapler reload blade was found to have mechanical indentations. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2025-08129 for MDR submission regarding failure analysis findings of the white stapler 30 reload.

Event description:
Refer to h11 for follow-up information.